Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: strip issue, user has high glucose value.

Event description:
Consumer complaint of "hi" blood results. Expected fasting blood glucose result is 120mg/dl. Back to back blood test declined. Storage of test strips is on kitchen counter. Recalled test results performed at least two hours after meals from meter memory: (B)(6) 2015; 08:54pm - "hi". (B)(6) 2015; 08:49pm - "hi". No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).